Manufacturer narrative:
The results of the investigation are inconclusive as the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported a cerebrospinal fluid (csf) occurred while the physician was placing a lead. A blood patch was performed to address the issue.